Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 43-47 mg/dl; cause was unknown. The customer delivered a glucagon injection prior to the ER visit to address bg, and was treated with intravenous fluids of saline while in the ER. Customer was released 4 hours later with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.